Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the centrella bed. The baxter technician thoroughly inspected the centrella bed and was unable to duplicate the reported issue. The centrella bed functioned as designed. However, if the reported event of brakes not holding were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
Baxter received a report that centrella med-surg (product code p7900b100010, serial number (B)(6)), had brakes not holding while in brake position. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.